Event description:
Customer observed a falsely elevated advia centaur xp troponin ultra result compared to repeat testing of the same sample on the advia centaur xp tni ultra and an alternate method as well as subsequent samples from the same patient. The patient was hospitalized based on the initial result. There are no reports of any intervention or patient treatment or adverse health consequences based on the initial elevated result.

Manufacturer narrative:
The cause for the discordant elevated advia centaur xp troponin ultra result is unknown. A siemens field service engineer (fse) went on site and checked the condition and operation of the aspirate probes and their associated pinch values. All were satisfactory. The wash 1 dispense volumes at all wash ports were within specification. The wash 1 dispense volume at the wash displacement port was lower than the other ports so the three way valve responsible for dispensing wash 1 for the wash displacement port was replaced and the dispense volume was rechecked and found to be comparable to the wash 1 dispense at the other ports. Debris was cleaned from the sample port. The fse ran qc and all results were within range and there were no wide variations in imprecision. The system was fully functional upon departure. No conclusions can be drawn as to the cause of the discordant result based on these results. The customer reported that quality control results were within range when the sample was tested. No further evaluation of the device is required. The summary and explanation of the test section of the instructions for use (IFU) states; "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."